Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trained user elected to discontinue use of the ilet system and initiate a return after experiencing hyperglycemia with cause unclear and expressing concern about being without assistance, while the medical device problem and device component details remained insufficient. Symptoms included episodes of high blood glucose. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.